Manufacturer narrative:
Image review: the images capture a lesion site with stenosis evident in the lcx. Previously deployed stents are visible in the lm and om. The next image captures guidewires through the om and lcx, and the delivery and inflation of two balloon devices is visible to the bifurcation of the lcx and om. No images captured the attempted delivery and subsequent deformation of the resolute integrity 3.0x15mm device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: stent was positioned between the marker bands but not meeting specifications due to deformation of the distal stent wraps. Deformation was evident to the 1st and 2nd distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. Slight bends are evident on the shaft of the device which are consistent with coiling of the device for return. No other damage evident to the remainder of the device. The brand of the previously deployed stent is unknown. There was no damage on the previously deployed stent. The procedure was completed with a 3.0x18mm non-medtronic stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a mildly calcified lesion with 80% stenosis located in the circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that the device failed to cross through a previously deployed stent and it attached to a strut of the previously deployed stent and became deformed. The patient is reported to be alive with no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.